Manufacturer narrative:
A ge service representative performed an onsite investigation. The following components were replaced: the ps1 power supply, the batteries and the monoblock. The system was then found to be operating as intended.

Event description:
The customer reported that the system displayed a generator error message and would not boot up. There is no report of patient injury.